Event description:
The patient called lifescan and alleged the surestep enhanced meter would not power on. No medical treatment received or action taken by the patient following attempted use of the meter. The customer care representative performed troubleshooting and verified the power issue. There is indication the product malfunctioned. The meter was replaced and return expected.